Manufacturer narrative:
Siemens customer care center team assisted customer to correct the patient ID into the rp500 analyzer. The event has occurred due to an operator error. Instrument is performing as intended.

Event description:
Customer stated that she manually entered an incorrect patient ID into their rp500 blood gas analyzer. She noticed it after it already crossed over into the computer interface system (lis). Customer informed the nurse of the mistake she made and no treatment or medication was given to incorrect patient. There was no report of injury due to this event.